Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lap sleeve gastrectomy procedure, the device was visualized perforating the posterior wall of the esophagus. The physician did not report difficulty advancing the device or resistance at that time. As the perforation occurred under direct visualization, it was immediately repaired with suture. The rest of the case then proceeded uneventfully. The surgeon performed endoscopy at the end to visualize the repair and rule out leak. The patient received an upper gi study the next day showing no extravasation of contrast. The patient did not experience an extended hospital stay and was discharged on post-op day #2. This perforation occurred in the first case of the day; it should be noted that the same surgeon and anesthesiologist experienced another perforation in another sleeve gastrectomy later that same day, also with gastrisail 40fr. The device has been disposed of and cannot be returned for investigation.

Manufacturer narrative:
This report has been determined to be a duplicate record of regulatory report # 1219930-2017-05553. All additional information will be filed under that report number. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.